Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device "aborts again and again". Further information has been requested. There was reportedly no patient involvement.

Event description:
The customer reported that the device "aborts again and again". Further information has been requested. The event occurred during clinical use, but there was reportedly no adverse patient impact.